Manufacturer narrative:
(B)(4). This is report 1 of 2 involved in this peritonitis event. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). The root cause of the reported condition of peritonitis was use error- poor aseptic technique. A batch review for the potentially associated lot numbers (h11a13016, h11b07032) revealed no deviations during the manufacture of these devices. A labeling review was performed and the labeling was found to provide ample instructions related to prevention of the use error in aseptic technique. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance. This is a spontaneous consumer report from the USA of not washing hands clean enough and peritonitis coincident with dianeal pd4 ultrabag therapy. On an unreported date, the patient began treatment with dianeal pd4 ultrabag (dose, frequency not reported) intraperitoneally (ip) for peritoneal dialysis (pd). During a call to baxter customer service, the consumer reported the following. On an unreported date, the patient experienced not washing hands clean enough. On (B)(6) 2011, the patient experienced peritonitis. On (B)(6) 2011, the patient was hospitalized due to the peritonitis. Treatment was not reported. At the time of this report, the patient was recovering from the event of peritonitis. The outcome of the event of not washing hands clean enough was not reported. Dianeal therapy was ongoing. The reporter did not provide an opinion of causality. The nurse declined to provide additional information.